Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0nrld, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that patient experience d uncomfortable stimulation pain. The patient felt stimulation pain more in his rectum and indicated it was in the wrong location. There were no falls/trauma reported that could be related to this issue. The health care provider (hcp) was unable to communicate with the programmer and patient was currently reporting he was not feeling any stimulation. It was indicated that hcp noted poor communication. The patient is getting a colonoscopy in (B)(6) 2015. The hcp checked the patient for any abnormalities in his rectum but did not find any issues. The hcp stated the rectal pain was nothing new with the patient. The patient did not have any urinary/bowel symptoms returned. The hcp stated patient has not mentioned this and they have not noticed any changes as well.the patient later reported on (B)(6) 2015 that patient programmer was not working and nothing was coming on the screen. The batteries were changed but this did not resolve the issue. The patient was still having therapy problems. It was later reported on (B)(6) 2015 that the device was not working and hcp needed a representative to come check the device. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.